Manufacturer narrative:
Zimmer biomet (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that yesterday evening we were contacted by maria who mentioned that on thursday she had a pain in her right leg so decided not to wear the spinal pack overnight and felt better yesterday morning. Maria is aware that personnel within the company (fluent in spanish) will be in touch with her for further assistance.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales representative that the patient had pain in her right leg while wearing the unit. The patient decided not to wear the spinalpak overnight and felt better next morning. The patient is aware that personnel within the company (fluent in spanish) will be in touch with her for further assistance. No additional patient consequences have been reported. Spinalpak was not returned for further evaluation.